Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cables on the instrument were fraying. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable at distal clevis hub was frayed. There was no damage to the clevis. Failure analysis investigation also found that the distal pulley exhibited scratches. No other damage to the instrument was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.